Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. Device evaluated by manufacturer? Discarded at facility.

Event description:
It was reported by a customer that she had to undergo a revision surgery to remove a medpor implant.

Manufacturer narrative:
Due to the provided information of the complaint, the observation stated in the reported event could not be confirmed. To gain more information about the complained event the patient was contacted. It was stated that the involved product is a pterional implant (¿left - 44mm x 43mm x 6mm¿) with the catalog # 9865 and lot number a1603054. Further it was stated, that an infection was in the area of the implant and after medication a revision surgery for the explanation of the medpor device took place. Further it was mentioned that the plastic surgeon of the patient stated that the yellow fluid underneath the implant had no culture growth and he feel there was no infection. Additionally, the correspondence between stryker and the patient was forwarded to the stryker senior medical director. He stated that the possibility of an infection or a sensitivity reaction to the medpor implant are improbable. Nevertheless, an expanded investigation was performed at the manufacturing site stryker malvern to assure that neither the complained device nor all related manufacturing process steps (e.g. Sterilization validations tests) have caused or contributed to the reported event. Furthermore, it is evaluated if the risk assumptions in the related fmea are in correspondence with the reported event. All results were documented within the ¿infection complaints - checklist investigator¿ (cmfqf 13-002). No discrepancies were found. To gain more information about the complained event the ¿infection complaints _ checklist customer¿ (cmfqf 13-003) was forwarded to the patient. The patient did not want to share any specific culture results or information related to the infection in the complained event with stryker. Additionally, it was stated that stryker should not contact the surgeon, who is unknown. The device was manufactured by stryker orthobiologics in malvern (USA). Therefore, the available complaint information was forwarded to the manufacturing site to review the related quality and manufacturing documents. All relevant documents have been reviewed by the supplier. The device history record for the ¿pterional implant - left¿, 9865#, lot # a1603054 indicates (B)(4) units were manufactured to specification and accepted into final stock on 2016-apr-20 with no reported discrepancies. Based on the investigation and the corresponding statistical evaluation, the DHR review of the relevant quality and manufacturing documents there is no indication for a not correctly working product or any systematic design, material or manufacturing related issue. Therefore, no further corrective and / or preventive actions are deemed necessary at that time. The complaint is added to the complaint trend.

Event description:
It was reported by a customer that she had to undergo a revision surgery to remove a medpor implant.